Event description:
It was reported that the patient had a primary cell that only lasted 14 months. Thirteen days later, it was reported that it looked as if the primary cell was removed after the lead revision by the doctor, who later implanted his preferred model.

Manufacturer narrative:
Concomitant products: product ID 748266, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748266, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389-40, lot # v005945, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot # v005945, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that from what the representative could gather the patient's new doctor at the time of the event recommended that his leads be revised because he was getting sub-optimal therapy. The reporter thought that the patient's implantable neurostimulator (ins) was explanted and when the lead revision was performed the hospital implanted two of their preferred ins models. The hospital was used to programming and managing this model. The reporter did not think it was battery failure that led to the ins's replacement.